Event description:
It was reported that the patient¿s implantable neurostimulator (ins) would not hold a charge for 2 weeks prior to the report. It was noted that it was completely dead at the time of the report and would not connect to her recharger. It was noted that in the past couple of months, her charge was not holding as long and she started charging more frequently. It was noted that the recharger was charging itself and she was able to connect with her ins.

Event description:
Additional information received reported the patient was doing fine. The physician mode recharge (pmr) was successful. The patients devise were find and the implantable neurostimulator (ins) was holding the charge eventually. Everything was done the initial date of the report on (B)(6). The patient was getting good pain relief.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that there were telemetry issues and an overdischarge. The manufacturer representative (rep) was with the patient perfuming a physician mode recharge (pmr). Prior to the overdischarge, the stimulator was working great and they were getting good reception with the implantable neurostimulator (ins). The patient's battery had been depleting rapidly after their overdischarge. Further information regarding the event, if the patient was able to recharge normally, and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 3550-29, lot# n130670, implanted: (B)(6) 2008, product type: accessory. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).